Manufacturer narrative:
Section b3: date of event has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had progression of native heart cardiomyopathy leading to progressive right ventricular (rv) dysfunction over time. An echocardiogram in (B)(6) 2022 showed severe right ventricular hypokinesis (rvhk) and moderate tricuspid regurgitation.

Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under 2916596-2022-11938.